Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer they experienced high blood glucose. Customer's blood glucose was 470 mg/dl. It was also reported that insulin pump was exposed to moisture and reservoir was leaked. The insulin pump will not be returned for analysis.